Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 31, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 170, 25). The returned sample was inspected upon receipt. It was noted that the drop tube, that attaches to the venous port, did not appear to be attached to the reservoir lid. The lid was removed from the housing, and it was confirmed that the drop tube was not attached to the lid. The inner diameter of the drop tube was measured and found to be within specification. A representative retention sample from the same lot number was visually inspected and both drop tubes were attached to the lid appropriately. An awareness training was performed with the manufacturing associates. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a lot of air was noticed on the bottom of the reservoir. No patient involvement. Product was changed out. Procedure completed successfully.